Event description:
It was reported that the atrial lead set screw was unable to insert into the device header. The physician elected to replace the generator. The patient was in a stable condition.

Manufacturer narrative:
The reported inability to tighten the atrial set screw was confirmed in the laboratory. Visual inspection identified no anomalies to atrial (is-1) channel set screw. Testing was performed and no anomalies were found. Inability to tighten the set screw might be related to the user's use of the wrench.